Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Addendum: addendum to the original report. This supplemental emdr is being sent to provide the correct product identifier for the sepramesh ip device. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for a ventral hernia. A sepramesh ip was implanted to repair the hernia defect. (B)(6) 2015-- the patient underwent additional surgery to remove the sepramesh ip, which failed, and repair the hernia defect. Attorney alleges the patient was injured severely and permanently. During the procedure the surgeon noted that "omentum and bowel were densely adhered to the mesh." Attorney alleges the patient has suffered physical pain and mental anguish. Attorney alleges the sepramesh ip to have been "defective" at the time of implant.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for a ventral hernia. A sepramesh ip was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent additional surgery to remove the sepramesh ip, which failed, and repair the hernia defect. Attorney alleges the patient was injured severely and permanently. During the procedure the surgeon noted that "omentum and bowel were densely adhered to the mesh." Attorney alleges the patient has suffered physical pain and mental anguish. Attorney alleges the sepramesh ip to have been "defective" at the time of implant.